Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump flow rate test was below the specification. No patient injury reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found no damage. No evidence was found in the review of the event history log. During the functional testing, the device was found to be within manufacturing specifications and the customer reported issue was not duplicated. A root cause could not be confirmed and no actions were taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in march 2023 and there was no indication the complaint was related to previous service of the device.